Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This retrospective, single-arm, observational, post-market study was performed to collect patient-level data on the cook plastic biliary stents and stent sets to confirm continued safety and performance of the devices and continued acceptability of the benefit to risk ratio. A total of 246 study stents were intended to be placed among 177 patients during the study period. Two of the 246 study stents ultimately were not placed. In one patient, attempts to place the stent failed as the device could not pass the stricture zone. In the second patient, the study stent was deemed to be an incorrect size and the treating physician decided to place 2 other smaller stents successfully. The most common study stent used was clso- (cotton-leung biliary stent, 42.6% of the patients), followed by zso- (zimmon biliary stent, 30.5% of the patients). Most patients with a study stent in the pancreatic location received zso- (94.1%,732/34). 1x cholangitis 5x lack of clinical success: clinical success, defined as no signs or symptoms of recurrent biliary duct obstruction 1x biliary fistula related to stent requiring endoscopic (metal stent placement). Require intervention/additional procedures.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26-aug-2025.

Manufacturer narrative:
Device evaluation: an adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. 07 x biliary plastic stent devices of unknown lot number involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the devices or photographic evidence of the devices was not returned for evaluation. Manufacturing record review: prior to distribution all biliary plastic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the instructions for use (ifu0045), which accompanies this device advises the user on potential complications: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Possible root cause for the observed adverse events can be attributed to several factors. Cholangitis could be attributed to known procedural adverse events associated with the use of biliary plastic stents. As per the IFU, cholangitis is known potential adverse events associated with an ercp procedure. As per the study "biliary obstruction can be the result of malignancies such as pancreatic cancer, hilar cholangiocarcinoma or metastases and benign conditions such as bile duct stones, benign strictures or bile duct leaks. Any unrelieved problems with biliary flow may lead to serious problems such as cholangitis, hepatic dysfunction and liver failure". A possible cause for the biliary fistula related to stent requiring endoscopic (metal stent placement) could be attributed to very difficult cannulation due to edema, scarring/indentation with a suspected prior fistula. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary: the user reported an issue with 7 units of unknown lots of biliary plastic stent devices. A total of 246 study stents were intended to be placed among 177 patients during the study period. Two of the 246 study stents ultimately were not placed. In one patient, attempts to place the stent failed as the device could not pass the stricture zone. In the second patient, the study stent was deemed to be an incorrect size and the treating physician decided to place 2 other smaller stents successfully. The most common study stent used was clso- (cotton-leung biliary stent, 42.6% of the patients), followed by zso- (zimmon biliary stent, 30.5% of the patients). Most patients with a study stent in the pancreatic location received zso- (94.1%,732/34). Adverse events: 1x cholangitis 5x lack of clinical success: clinical success, defined as no signs or symptoms of recurrent biliary duct obstruction 1x biliary fistula related to stent requiring endoscopic (metal stent placement) confirmed quantity of 07 devices, confirmed used. Investigation findings conclude that a definitive root cause could not be determined from the available information. Possible root cause for the observed adverse events can be attributed to several factors. Cholangitis could be attributed to known procedural adverse events associated with the use of biliary plastic stents. As per the IFU, cholangitis is known potential adverse events associated with an ercp procedure. As per the study "biliary obstruction can be the result of malignancies such as pancreatic cancer, hilar cholangiocarcinoma or metastases and benign conditions such as bile duct stones, benign strictures or bile duct leaks. Any unrelieved problems with biliary flow may lead to serious problems such as cholangitis, hepatic dysfunction and liver failure". A possible cause for the biliary fistula related to stent requiring endoscopic (metal stent placement) could be attributed to very difficult cannulation due to edema, scarring/indentation with a suspected prior fistula. Complaint is confirmed based on customer and/or rep testimony. According to the initial report, the patients were hospitalised and underwent endoscopic (stent removal) complaints of this nature will continue to be monitored for similar events.